Event description:
It was reported that transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage measurement test was performed and failed due to 0 vdc. A review of the share logs was performed and no errors were found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The probable cause of the transmitter failed error could not be determined. The reported event of a transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The probable cause of the transmitter failed error could not be determined. The reported event of a transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.